Event description:
Multisystem organ failure [multi-organ failure]. Toxic shock [toxic shock syndrome]. Disseminated intravascular coagulation [disseminated intravascular coagulation]. Septic shock [septic shock]. Liver failure [heptic failure]. Lung failure [respiratory failure]. Retained tampon (allowed tampon to remain, not removed in 2006) [foreign body trauma]. Ill [malaise]. Fever [ pyrexia]. Nausea [nausea]. Vomiting [vomiting]. Abdominal pain [abdominal pain]. Diarrhea [diarrhoea]. Septic infection [bacterial infection]. Case description: an attorney reported that his client's daughter, age unspecified, experienced disseminated intravascular coagulation and multisystem organ failure, including liver and lungs, while being hospitalized for treatment of symptoms that developed while on her menstrual period. His client's daughter was using a tampax super tampon. She presented to the emergency room when she became ill with complaints of severe abdominal pain, nausea, frequent vomiting, and diarrhea on event date at 14:14. She was admitted to the hospital the same day at 21:00, and her condition deteriorated including the following: septic infection, toxic shock, septic shock, and bacterial colonization when hospital staff allowed a tampon to remain in place. The tampon was removed two days later. The case outcome was fatal two days later. No further info was provided.

Manufacturer narrative:
Product and lot number not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. Reason that the device has not been evaluated by the manufacturer.